Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012; the patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced headaches with or without stimulation and a lack of auditory benefit from the device, leading to device non-use. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2012.